Event description:
During endovascular vein harvest, the harvesting tool malfunctioned. The toggle switch was stuck in the on position preventing it from being turned off. This was discovered prior to using it on the patient. No patient harm occurred. New harvesting tool obtained to complete the procedure. FDA safety report ID# (B)(4).